Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report issues with the sensor and reservoir. Customer reported that they have not been working well. Customer reported that they have been getting plugged. Customer also reported high blood glucose levels due to insulin delivery anomaly. Customer's blood glucose reading at the time of the incident was not included in the report. Customer changed, both, reservoir and infusion set. Replacement product is being sent.